Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date in 1992. Subsequently, a revision procedure was performed on (B)(6) 2013 due to wear of the polyethylene bearing. Intraoperatively, the surgeon noted the central fixation screw had backed out but that the femoral and tibial components were well fixed. The surgeon removed and replaced the polyethylene bearing, central fixation screw, and implanted a 3-peg patella. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event - a revision surgery has been planned; however, follow up attempts to obtain information on whether or not the revision procedure has taken place have been unsuccessful to date. Upon receipt of information pertaining to event details, a follow up report will be sent to the FDA. Product identification/expiry date. Date implanted. Manufacture date.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been planned for an unknown reason. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including date of revision and reason for revision, which was unknown at the time of the initial medwatch. Date implanted - 1992, exact date unknown.